Event description:
A caller reported an issue with their continuous glucose monitor, citing an error code. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process, which resolved the issue, allowing the caller to successfully start their sensor session.